Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient dan inadequate response to an alarm).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 489mg/dl with polyuria and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. It was discovered that the patient did not respond to an alarm in a timely manner. This report is being made due to the hypoglycemic event the patient experienced that resulted from an inadequate response to an alarm.